Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the unit had no phaco power in sculpt and quadrant removal phase. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The ultrasound (u/s) controller (printed circuit board assembly pcba) and the u/s handpiece (h/p) cable assembly were both replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on january 5, 2009. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming u/s controller pcba and the u/s h/p cable assembly. However, how that u/s controller pcba and u/s h/p cable assembly became non-conforming remains inconclusive. (B)(4).